Manufacturer narrative:
Date of report : 06/05/2019, date rec¿d by MFR : 06/18/2019. Failure analysis on the returned touch screen shows that no fault found with the touch screen. Unable to replicate reported failure. Noted discoloration and trace cracking. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 15feb2019. Date rec'd by MFR: 14feb2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue.the manufacturer¿s international service technician replaced the touchscreen to address the reported problem. Enter diagnostic mode for touchscreen calibration, calibration success, restart, click on the screen, work properly. Device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The event date was not specified; estimate used.